Event description:
As reported on smart study, patient (B)(6) experienced stent re-stenosis. Only one in-stent re-stenosis was identified. The subject underwent an index lower-extremity endovascular intervention for symptomatic peripheral arterial disease involving a complex femoropopliteal target lesion. A single 7x40 smart control nitinol stent was implanted to treat one study lesion after successful lesion crossing. The procedure was performed using ipsilateral femoral arterial access. Pre-dilation was performed prior to stent deployment, and the stent was successfully positioned, fully deployed, and fully expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was 0%, and no target lesion revascularization occurred between the index procedure and discharge. No procedural adverse events were reported, and device performance at the end of the procedure was considered acceptable. The first follow-up assessment occurred at approximately 3 months post-procedure. Clinical evaluation demonstrated continued patency of the treated segment, with no adverse events and no device deficiencies reported. No stent migration, fracture, thrombosis, embolization, or restenosis was documented at this time, and no additional intervention was required. At approximately 6 months post-procedure, follow-up evaluation again showed no adverse events and no device deficiencies. Imaging and clinical findings supported stable stent position and satisfactory performance, with no indication for reintervention. At approximately 18 months post-procedure, follow-up assessment identified in-stent restenosis, documented as a device deficiency, characterized as stenosis within the proximal portion of the stent. This finding was not associated with stent fracture, migration, embolization, or thrombosis. An adverse event related to target lesion restenosis was reported and classified as not related to the study device and not related to the index procedure. The event was managed with repeat endovascular intervention, including implantation of an additional stent proximal to the original smart stent. The adverse event was documented as resolved, with no sequelae. Subsequent follow-up at approximately (B)(6) months post-procedure demonstrated no further device deficiencies, no additional adverse events, and stable clinical status. Imaging findings were consistent with maintained vessel patency following the repeat intervention, and no further target lesion revascularization was required. At approximately (B)(6) months post-procedure, continued follow-up again documented no device deficiencies, no adverse events, and no evidence of stent-related complications, including fracture, migration, embolization, thrombosis, or recurrent restenosis. The final documented follow-up occurred at approximately 70 months post-procedure. At this time, the subject remained clinically stable, with no new adverse events, no device deficiencies, and no need for additional reintervention. The study concluded with successful long-term follow-up completion, meeting protocol requirements for extended post-procedure surveillance.

Manufacturer narrative:
As reported on smart study, patient (B)(6) experienced stent re-stenosis. Only one in-stent re-stenosis was identified. The subject underwent an index lower-extremity endovascular intervention for symptomatic peripheral arterial disease involving a complex femoropopliteal target lesion. A single smart control nitinol stent was implanted to treat one study lesion after successful lesion crossing. The procedure was performed using ipsilateral femoral arterial access. Pre-dilation was performed prior to stent deployment, and the stent was successfully positioned, fully deployed, and fully expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was 0%, and no target lesion revascularization occurred between the index procedure and discharge. No procedural adverse events were reported, and device performance at the end of the procedure was considered acceptable. The first follow-up assessment occurred at approximately 3 months post-procedure. Clinical evaluation demonstrated continued patency of the treated segment, with no adverse events and no device deficiencies reported. No stent migration, fracture, thrombosis, embolization, or restenosis was documented at this time, and no additional intervention was required. At approximately 6 months post-procedure, follow-up evaluation again showed no adverse events and no device deficiencies. Imaging and clinical findings supported stable stent position and satisfactory performance, with no indication for reintervention. At approximately 18 months post-procedure, follow-up assessment identified in-stent restenosis, documented as a device deficiency, characterized as stenosis within the proximal portion of the stent. This finding was not associated with stent fracture, migration, embolization, or thrombosis. An adverse event related to target lesion restenosis was reported and classified as not related to the study device and not related to the index procedure. The event was managed with repeat endovascular intervention, including implantation of an additional stent proximal to the original smart stent. The adverse event was documented as resolved, with no sequelae. Subsequent follow-up at approximately 61 months post-procedure demonstrated no further device deficiencies, no additional adverse events, and stable clinical status. Imaging findings were consistent with maintained vessel patency following the repeat intervention, and no further target lesion revascularization was required. At approximately 63 months post-procedure, continued follow-up again documented no device deficiencies, no adverse events, and no evidence of stent-related complications, including fracture, migration, embolization, thrombosis, or recurrent restenosis. The final documented follow-up occurred at approximately 70 months post-procedure. At this time, the subject remained clinically stable, with no new adverse events, no device deficiencies, and no need for additional reintervention. The study concluded with successful long-term follow-up completion, meeting protocol requirements for extended post-procedure surveillance.the ¿vascular stent restenosis¿ identified at approximately 18 months post-implantation represents a recognized and multifactorial outcome following femoropopliteal endovascular treatment. The index procedure was reported to be initially successful, achieving full stent expansion with 0% residual stenosis and no peri-procedural complications or device deficiencies. Follow-up through 6 months confirmed maintained patency and appropriate stent position without structural abnormalities. The delayed restenosis occurred in the proximal stented segment without evidence of stent fracture, migration, thrombosis, embolization, or device malfunction. The event was successfully managed with repeat endovascular intervention, resulting in restored patency and stable long-term outcomes through 70 months of follow-up, with no recurrent restenosis or device-related complications. Given the absence of mechanical or performance deficiencies and the known risk of restenosis associated with peripheral arterial disease and lesion complexity, this event is most consistent with biological neointimal proliferation and disease progression rather than a product performance issue. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the information available does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Lot # unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported on smart study, patient (B)(6) experienced stent re-stenosis. Only one in-stent re-stenosis was identified. The subject underwent an index lower-extremity endovascular intervention for symptomatic peripheral arterial disease involving a complex femoropopliteal target lesion. A single smart control nitinol stent was implanted to treat one study lesion after successful lesion crossing. The procedure was performed using ipsilateral femoral arterial access. Pre-dilation was performed prior to stent deployment, and the stent was successfully positioned, fully deployed, and fully expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was 0%, and no target lesion revascularization occurred between the index procedure and discharge. No procedural adverse events were reported, and device performance at the end of the procedure was considered acceptable. The first follow-up assessment occurred at approximately 3 months post-procedure. Clinical evaluation demonstrated continued patency of the treated segment, with no adverse events and no device deficiencies reported. No stent migration, fracture, thrombosis, embolization, or restenosis was documented at this time, and no additional intervention was required. At approximately 6 months post-procedure, follow-up evaluation again showed no adverse events and no device deficiencies. Imaging and clinical findings supported stable stent position and satisfactory performance, with no indication for reintervention. At approximately 18 months post-procedure, follow-up assessment identified in-stent restenosis, documented as a device deficiency, characterized as stenosis within the proximal portion of the stent. This finding was not associated with stent fracture, migration, embolization, or thrombosis. An adverse event related to target lesion restenosis was reported and classified as not related to the study device and not related to the index procedure. The event was managed with repeat endovascular intervention, including implantation of an additional stent proximal to the original smart stent. The adverse event was documented as resolved, with no sequelae. Subsequent follow-up at approximately 61 months post-procedure demonstrated no further device deficiencies, no additional adverse events, and stable clinical status. Imaging findings were consistent with maintained vessel patency following the repeat intervention, and no further target lesion revascularization was required. At approximately 63 months post-procedure, continued follow-up again documented no device deficiencies, no adverse events, and no evidence of stent-related complications, including fracture, migration, embolization, thrombosis, or recurrent restenosis. The final documented follow-up occurred at approximately 70 months post-procedure. At this time, the subject remained clinically stable, with no new adverse events, no device deficiencies, and no need for additional reintervention. The study concluded with successful long-term follow-up completion, meeting protocol requirements for extended post-procedure surveillance.